Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A field service engineer (fse) tested the iabp with a balloon and trainer. The fse was unable to duplicate the "blood detected" alarm, but was able to verify blood detected entries in fault log. The fse verified blood detection calibration was within factory specifications. The fse reported that the iabp was not plugged in and fully charged, therefore, was unable to perform battery run time test. The fse verified the iabp was calibrated and passed all functional and safety tests per factory specifications, was returned to customer, and cleared for clinical use. (B)(6).

Event description:
The customer reported that while in use on a patient the cs300 intra-aortic balloon pump (iabp) displayed a "blood back" alarm. There was no indication of a leak or condensation in the line. All of the connections were secure. The customer turned the iabp off, then waited 10 seconds, and re-booted without incident. The iabp was running at this time. There was no adverse event reported.